Event description:
It was reported "that the ventilator failed while it was connected to the patient and the patients o2 saturation was at 70%. Alarms were generated at the time of the reported event. No patient injury reported." MFR# 9611500-2015-00089.

Event description:
The investigation of the logbook revealed that the device did not stop to ventilate completely but indeed continued to cycle with oxygen dosage switched off. The corresponding alarm "oxygen dosage failure" was posted, additional alarms like "differential pressure sensor mismatch" and "data acquisition failure" have been found in the log as well within a total period of two minutes. The device has been switched to standby mode 8 minutes later. The device itself underwent an in-depth check. It turned out that the 3-year maintenance was already overdue since 2012, resulting in a battery with increased self-discharge and reduced full charge capacity. The device was very dusty inside due to failure in replacing the hepa filter according to the intervals. However, the reported issue could not be duplicated. The only nonconformity observed which can be put in causal connection to the event is a bad soldering quality of the high pressure oxygen controller board. Some free-moving solder particles have been found near the pins of a processor. They may have caused short circuits that resulted in those technical error conditions the device had alarmed for. Draeger medical finally concludes that the device responded to this condition as specified, posted the appropriate alarms and continued to ventilate the patient without oxygen enrichment. No patient consequences have occurred. Reference MFR # 9611500-2015-00089.